Event description:
Reporter stated that device primed a full insulin cartridge into the insulin cartridge chamber. Pt was disconnected from device at time of event, so pt's blood glucose was not affected, and no treatment was rec'd.